Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown zimmer screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive root cause related to the event could not be determined. However, it can be associated to screw not torqued to specification.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device catalog/ lot number: not provided. Device was not returned.

Event description:
It was reported that an unknown lz screw became loose. Tooth location 3.